Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Patient stated that the first pump did not work; patient was not getting relief from it. Patient went in for her first refill and they filled the whole syringe. Patient was admitted and a new pump was placed. The device system was used to deliver morphine. The intervention and outcome of the events were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.